Event description:
The customer reported that during a laparoscopic appendectomy, the surgeon felt that the device was cutting without sufficient hemostasis while working on an inflamed appendix. The procedure was converted to an open procedure in order to control the bleeding. The amount of blood loss was not made available to covidien. The patient is reported as recovering, the incident device was discarded after the procedure and will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.